Event description:
It was reported that bd preset¿ arterial blood collection syringe sample was collected for patient and after use some air bubbles in the syringe were not easy to discharge which affected results. No patient injury was reported. The following information was provided by the initial reporter: on (B)(6) 2023, an arterial blood sample was collected for an emergency patient. After using the arterial blood collection device to collect blood, some air bubbles in the syringe were not easy to discharge, which affected the test results. The nurse immediately replaced the arterial blood collection device to collect blood samples for the patient. This did not occur.

Manufacturer narrative:
Medical device brand name: bd preset¿ arterial blood collection syringe initial reporter phone: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."